Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. Device data and x-rays were sent to rhythm care for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system currently remains in service, but a replacement procedure is expected at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the <<description>> field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-physiological noise due to a suspected electrode integrity issue resulting in two stored untreated episodes and an inappropriate shock. The patient was subsequently hospitalized. Device data and x-rays were sent to rhythmcare for review. Review of x-ray determined the electrode was fully connected to the device header and there was a loop in the electrode right next to the header. Electrode damage was not able to be confirmed. Data review was unable to confirm the cause of the reported observations, therefore full system explant was recommended as secondary was not a viable option. In clinic testing was performed in clinic, however; noise was only able to be reproduced for a short time. Therapy was programmed off until system replacement can be performed. This device system currently remains in service, but a replacement procedure is expected at a future date. No additional adverse patient effects were reported.